Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report an incomplete bolus alert occurred. The customer was not sure if their original bolus request was successfully delivered and therefore delivered another bolus. There was no impact to the customer's blood glucose level. The customer reviewed the bolus history and confirmed the original bolus was delivered and consumed carbohydrates. The customer was reminded to confirm the insulin on board to verify active insulin in the future. Customer acknowledged.